Event description:
A user facility clinical manager reported that a blood leak occurred with a combiset at the completion of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. A registered nurse (rn) stated during followup that the staff was rinsing the patient¿s blood back at the completion of treatment when the saline line of the combiset disconnected from the bloodline. There was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a blood leak occurred with a combiset at the completion of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. A registered nurse (rn) stated during followup that the staff was rinsing the patient¿s blood back at the completion of treatment when the saline line of the combiset disconnected from the bloodline. There was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.